Manufacturer narrative:
Treatment sheets from the day of the event were provided for the patient. The patient denied chest pain in the beginning of treatment; however, approximately 3 hours into treatment the patient began to complain of chest pain and was administered nitroglycerin .400 mg sl x 1. The patient was brought to the emergency room via ambulance. Records have not been provided following the post treatment nurse evaluation. Details surrounding the current patient status are not available at this time. Additionally, sample has not been returned for evaluation. Based on the available information, it is unknown how the devices may have caused or contributed to the reported event. When/if additional medical records are provided, this report will be updated. This is one medwatch report of five (5) being submitted as five separate devices were involved. See the below MDR numbers for all associated reports related to this event. The same patient is involved for each report. Reference 1713747-2013-99910, 8030665-2013-00370, 1713747-2013-00183, 2937457-2013-00078, 3005162618-2013-00011.

Event description:
The following was reported by the user facility to the manufacturer on (B)(6) 2013. The patient denied chest pain in the beginning of dialysis treatment; however, approximately 3 hours into treatment the patient began to complain of chest pain. The patient was brought to the emergency room via ambulance and admitted to the hospital with fever and elevated wbc (white blood count). Upon admission, the patient was diagnosed with a hemodialysis catheter infection and underwent surgical removal of another manufacturer's catheter on an unknown date. No further information was provided.